Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electronic patient gas system (epgs) was unable to be calibrated. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
As a result, an alternate device was employed.